Event description:
It was reported to philips that the system power went off unexpectedly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue occurred, and the procedure was completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system lost power unexpectedly. After reviewing log file, rse found that communication issues with various components. Onsite visit, field service engineer (fse) found no issues with the system. No failure was identified, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved at same system, which allowed for procedural continuation. The system lost power during a procedure, at the same system the procedure completed. Since the procedure is completed on same allura system and the issue resolved after restarting the system. No issues with the system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. This event would not be reportable. The codes were updated based on the investigation outcome.